Manufacturer narrative:
Medical records do not contain pre-admission dialysis treatment records or lab results. Medical records do not contain any hospital admission or discharge notes, progress notes, lab results, surgical or diagnostic results, physician orders or history and physical for review. The cause of the incarcerated hernia is not mentioned in the medical record. Hernias often occur without peritoneal dialysis treatment. There is no cycler malfunction or increased intraperitoneal volume (iipv) reported in the medical record or in any discussion with patient¿s husband or dialysis clinic. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s incarcerated hernia.

Event description:
Clinical evaluation of the available medical records was performed. On (B)(6) 2015, the patient's physician documented the patient required emergency surgery, two weeks prior (about (B)(6) 2015) for an incarcerated hernia over her peritoneal dialysis catheter which caused a bowel obstruction. On (B)(6) 2015, the patient had a right jugular central venous catheter (cvc) placed and the patient was started on hemodialysis. The date of hospital discharge is not mentioned in the medical record. Patient was informed that it would take 3 - 6 months before another peritoneal dialysis catheter would be placed.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. A follow-up MDR will be sent following clinical evaluation.

Event description:
A peritoneal dialysis (pd) patient's husband reported the patient had an acute onset of abdominal pain and flu symptoms on (B)(6) 2015. She was taken into the hospital for a check as to whether it was flu or a cold when the doctor discovered the issue was an intestinal incarcerated hernia with bowel obstruction. The patient's intestine ruptured the peritoneum and needed immediate repair. She had surgery (B)(6) 2015 and the hernia was repaired, however her pd catheter was removed and she has transitioned to hemodialysis for an extended time while the hernia heals. Medical records have been received.